Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via a manufacturer representative that the inner piece of the blade was detached during the procedure which was not supposed to happen. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the blade was used according to protocol and the detachment was noticed shortly after initial use. It was noted that the surgeon uses this kind of device on a regular basis several times a week.